Event description:
It was reported that multiple cartridges did not fit onto the pump. Reportedly, there was an o-ring on the pneumatic tap. The customer removed the o-ring and loaded a new cartridge to resolve the issue. Customer's blood glucose (bg) displayed "high" on the continuous glucose monitor. Elevated bg was addressed with a bolus via the pump.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.